Event description:
Consumer reports receiving inaccurate reading on four tests (done back to back). Analysis run on clark error grid using mean average readings (55) as ref. Point vs. Bd readings 86 yielded data points in the d range of the grid, outside acceptable limits.